Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported that during vitrectomy surgery, cutting was reduced and suction was working. There is no known pt harm. Additional info has been requested. This is the second of three reports for this facility.